Event description:
Reporter indicated that three days post op the pt's generator incision site started swelling and felt like a "knot". It was reported that the site was not red; however, the pt was screaming in pain. It was reported that the pt would be taken to the hospital emergency room to have the incision site evaluated. Further follow-up revealed that the treating physician in the hospital emergency room reportedly believed that the pt had developed a seroma; therefore, sent the pt home with pain medication and antibiotics. The pt was scheduled to see physician the next day; however, did not show up for their appointment. Neurosurgeon indicated that the pt has not been seen since the implant procedure and that no follow-up appointment had been scheduled. The pt's family member later reported that the swelling had gone down; however, approximately one week later family member noted bruising to the same area. The pt's family member also reported that the bruising has continued to become worse even after being seen again at the hospital emergency room.